Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. On 14-apr-2024, the patient reported the event of infusion set fell off during use. The infusion set had been used for 1.5 days. The patient repalced the infusion set and resumed the insulin successfully. No further information available.